Manufacturer narrative:
(B)(4). One device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Under water leak test and clear passage test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with two (2) clearlink secondary medication sets. The medication would not flow through the line. When the line was changed the medication ran. There was no report of patient injury or medical intervention associated with this event. No additional information is available.